Manufacturer narrative:
The field service engineer (fse) discovered kinked tubing from the blood sampling valve (bsv) to the red blood cell (rbc) bath; the sweep flow line was also pinched. The fse replaced the kinked tubing resolving the reported issue. Bec internal identifier - (B)(4).

Event description:
The customer reported recovering flagged and unflagged high platelet (plt) results on backgrounds and patient samples run on their unicel dxh 800 instrument. There was no report of death, injury, or change to patient treatment as a result of this event.